Manufacturer narrative:
Patient gender. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was performed. The 2.4mm stardrive screwdriver shaft is available in the screw removal system. A fragment of the screwdriver, the proximal coupling, was returned lodged in the handle with mini quick coupling (311.01) and was unable to be removed. The complaint condition of broken was able to be confirmed, however the complaint condition was unable to be replicated due to post-manufacturing damage. Based on the compliant description, it is likely that the application of excessive force during attempted screw removal led to the device failures. Relevant drawings for the returned device were reviewed (current revision as time of manufacture is unknown): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. No dimensional analysis is possible as the broken screwdriver proximal end is lodged in the handle¿s coupling and the shaft was not returned. No device history review was possible as the device lot number is unknown. Device material and hardness testing are unable to be reviewed as the DHR record cannot be reviewed without with an unknown lot number; the device shaft, which is etched, was not returned. Additionally, material and hardness testing is not possible as the fragment is unable to be removed from the handle¿s coupling. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient date of birth, sex and weight were not provided for reporting. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with one (1) unknown synthes olecranon plate, and an unknown quantity of unknown screws on an unknown date more than a year ago to treat an unknown fracture. On (B)(6) 2017, the patient was returned to the operating room to remove the implanted hardware due to soft tissue irritation and prominence. It was identified that the fracture had healed completely. During the revision procedure, a 2.4 mm t8 stardrive screwdriver broke where the driver connects into the handle. A portion of the driver remains stuck inside the handle and the handle will no longer connect with other drivers. A second driver was available to use; however, there was a five (5) minute surgical delay while locating the backup device. The implanted devices (plate and screws) were all removed easily and intact. No additional x-rays or medical intervention were required and the procedure was completed successfully without delay. The patient was reported to be in stable condition. This complaint will capture the intraoperative malfunctions which occurred during the revision surgery. (B)(4) will capture the soft tissue irritation and prominence, and (B)(4) will capture the screwdriver which was discovered to have a damaged tip. This report is for one (1) 2.4 mm stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).